Event description:
It was reported by the patient that a gynecological procedure was done on an unknown date and an obturator sling was implanted. The patient states that the sling is trying to erode through and has caused excruciating pain down her legs, back and stomach. The patient now must self-catheterize. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.